Event description:
It was reported that an aortic valve was explanted after an implant duration of eleven (11) years, four (4) months due to moderate stenosis secondary to calcification. This was replaced with a 25mm pericardial bioprosthesis. There we no complications and the patient was transported to the cardiac intensive care unit in good condition, having tolerated the procedure well.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the device, no additional information was received and the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.